Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to address the event. Additionally, it was reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue. There was no adverse impact to the customer¿s blood glucose.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm and damaged issues were verified. Additionally, the alleged cartridge unable to install cartridge issue could not be verified.